Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh and ams elevate were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that patient underwent urethral bulking on (B)(6) 2012 due to mixed urinary incontinence and old vaginal laceration. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2012 due to mixed incontinence urge and stress, postmenopausal atrophic vaginitis, unspecified prolapse of vaginal walls, cystocele, lateral rectocele, and urinary obstruction. It was reported that following insertion the patient experienced pain, infection, urinary problems, dyspareunia, and vaginal scarring.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.